Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, advised them on the steps to take with the replacement, including the use of an updated software version, and instructed them on how to return the malfunctioning pump. The customer planned to use multiple daily injections as a backup therapy and intended to consult a healthcare professional for long-acting insulin.